Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hemostatic valve broke as they were exchanging sheaths. The valve became open and had some blood in it when the dilator was taken out. When the sheath was replaced, the issue resolved. It was reported the valve where the dilator is inserted broke. It did not break into two or more separate pieces, just broke completely open. The valve did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was minimal. No medical intervention was required to stop the bleeding. As such, this will not be considered to be a patient serious injury or patient adverse event.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).on (B)(6)2022, it was noticed the following information which was inadvertently omitted in supplemental (follow-up) #2: due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hemostatic valve broke as they were exchanging sheaths. The valve became open and had some blood in it when the dilator was taken out. When the sheath was replaced, the issue resolved. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
On 24-mar-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).